Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0334j, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect and that "stim stopped working a couple of months ago." The patient's symptoms were "not bad" and they had trouble with retention when they got to the bathroom. It was stated the patient never shut off their "stim." It was noted the patient went in for programming once about a year prior. The patient was instructed how to use their patient programmer, but wasn't good with it. The indications for use were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.